Event description:
The medical center reported the pt was prone, clamp applied in temporal position, clamp slipped and pin made 17.5cm laceration in left temple. The incident was reported as involving the mayfield a-1059 skull clamp and codman skull pins.